Event description:
The physician reports that the crystalens was damaged when delivering the lens using the staar surgical lens injector system. Delivery was attempted with the backup crystalens, however, this lens also tore. Intervention was performed intraoperatively to enlarge the original incision and remove the damaged lens. A third crystalens was implanted successfully, however, the physician had to implant a 19.50 d lens instead of an 18.50 d lens. The surgeon plans to perform lasik to address the difference in planned vs. Achieved refraction. Reference MDR #2031924-2008-00059.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. Root cause: according to the physician the cause of the lens damage was related to use of the lens injector system where the plunger overrode the lens.